Event description:
It was reported that there was a slight pullback of the lead noted on the 12 month x-ray. It was noted that no action was taken. Additional information received reported the patient outcome was resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v565966, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer. Patient product ID 3889-28, lot# v565966, implanted: (B)(6) 2010, product type: lead. (B)(4).